Event description:
It was reported that low pacing impedance was observed. During the explant procedure, externalized conductors were observed. Patient was asymptomatic. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.